Event description:
Information received by medtronic indicated insulin pump had partial display. Customer reported insulin pump had crack from the reservoir on the reservoir tube lip to the display. Customer also reported that insulin pump had chipped in the corner of display. Customer also reported crack on the battery compartment. Insulin pump had line across her display. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.